Event description:
Information received notes that the patient was resuscitated after "probable cardiac arrest due to hub ingesting". The device was "ok", but after interrogation, several parameters were no longer programmable. A software download was attempted, but the programmer could not start the software verify procedure. Although the patient was in bad condition and in the ICU due to cancer, there were no consequences to the patient after the event.